Event description:
It was reported that in an arctic sun device there was error, flow too low, treatment not possible. Per additional information received via mail on 10dec2025, device will be repaired in the hospital by crs. Once done, paperwork will be uploaded to smx. No patient involvement.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported issue was confirmed. The root cause of the reported issue is due to a failed I/o circuit card. During evaluation; it was confirmed that the device was not performing to specification. I/o circuit card was replaced. Device with no errors. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. No additional actions can be taken at this time. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.